Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid arteries. A 10.0mm x 31mm carotid wallstent? Monorail? Endoprosthesis self-expanding stent was selected for use. Post deployment, when removing the delivery system from the lesion, severe resistance was felt. Therefore, the non-boston scientific balloon guide catheter was advanced slightly to enhance backup support, and the delivery system was able to be removed. The filterwire was removed separately. The procedure then continued, and treatment was completed. There were no patient complications as a result of this event.